Event description:
It was reported through the pt that x-rays and bone scans in 2005 indicated osteolysis and that the tibial insert had deteriorated and the granules had progressed down the two screws into the tibial bone resulting in revision in 2005.

Event description:
It is reported through the pt that x-rays and bone scans in march 2005, indicated osteolysis and that the tibial insert had deteriorated and the granules had progressed down the two screws into the tibial bone resulting in revision in august, 2005.

Event description:
It is reported through the pt that x-rays and bone scans in march, 2005, indicated osteolysis and that the tibial insert had deteriorated and the granules had progressed down the two screws into the tibial bone resulting in revision in august 2005.